Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to unknown product performance issue. This lv lead was never in service. No adverse patient effects were reported.